Event description:
It was reported that there are air bubbles in the reservoir. Customer's blood glucose level at the time 292mg/dl. Troubleshooting occurred. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened/used reservoir was evaluated, pre-fill reservoir test was performed and it passed per specification as no air bubbles, leaks, or occlusion was noted.